Manufacturer narrative:
Device evaluation results: one cadd administration set was returned for investigation in used condition. The product was visually inspected at a distance of 12 to 16 under normal conditions of illumination. No abnormalities were observed. The product was leak tested using a hydrostat vessel. No leaks were found. No fault was found with the device.

Event description:
Information was received indicating that the cadd administration sets - flow stop leaked morphine. It was reported that the issue was noticed during the replacement of a dressing for a patient controlled analgesia (pca) especially upon installation of the set cadd in the pomp pc. There were no adverse events reported.